Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with recurring incontinence. It was noted that erosions were found through the urethra. A new aus was placed, and no additional patient complications were reported.